Manufacturer narrative:
The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly. The customer's blood glucose level was 342 mg/dl. The customer delivered a bolus via the pump. The customer plugged the pump into a power source, and the pump turned on. The customer was able to resume insulin delivery. Tandem technical support reviewed the pump data and confirmed that the customer had received the proper alerts and alarms prior to the pump shutting off and that the pump battery had fully depleted.